Event description:
Surgeon reported a mcp component fracture.

Manufacturer narrative:
Very limited information has been received. Supplemental report will be filed when additional details are obtained.